Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product exhibited blistering around xyphoid location of the newly implanted electrode. No medical intervention other than oral antibiotic treatment was required. To date, this product remains implanted and in service.